Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the customer experienced a non-recoverable error code 25521 on the patient side manipulator (psm) arm 1. With the assistance of an isi technical support engineer (tse) the site removed the instruments and the performed power cycle; the system powered back up without the error. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The patient side manipulators (psms) arm was returned to isi for failure analysis investigation. The reported error code could not be duplicated during internal failure analysis. Multiple power cycles and sine cycles were performed. During pre failure analysis the single sweep axis brake 2 voltage failed. The axis 2 was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the single sweep test during failure analysis. Although this was found during failure analysis investigation and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.